Event description:
It was reported that the customer received intermittent power source alerts after plugging the pump into a wall outlet. There was no reported adverse impact to the customer. Reportedly, the customer will continue to use the pump and has back up alternate method for continued insulin therapy.